Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber showed that the connector cone, segments and tabs were in good condition, additionally, the control knob was attached and aligned with the fiber and can rotate. The fiber was functionally tested with the hene (helium-neon) laser fixture, no signs of breakage along the length of the fiber. Microscope inspection identified glue failure. The glass cap exhibited mild devitrification at the output window, this is normal degradation of the fiber which occurred through use of the fiber, the heat accumulation at the fiber tip caused the glass at the firing window to crystallize. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the glue failure. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the event of glue failure.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure, the fiber tip broke after (B)(4) joules of fiber use. The fiber tip was cleaned twice due to tissue accumulation. The fiber tip was retrieved from the patient. The procedure was completed with another fiber. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke after 39,000 joules of fiber use. The fiber tip was cleaned twice due to tissue accumulation. The fiber tip was retrieved from the patient. The procedure was completed with another fiber. There were no patient complications.